Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a section of broviac repair catheter which included the luer and clamping oversleeve. The investigation findings were consistent with clamping the catheter adjacent to the luer hub which is outside of the designated 'clamp here' region and will damage the catheter. The returned product sample was evaluated and damage to the clamping oversleeve was observed 4mm distal of the luer hub. This catheter damage was typical of clamping adjacent to the luer hub, and the characteristics observed which supported this type of failure included: a hole was seen in the clamping oversleeve near the underlying luer connecting stem. Tactile inspection of the sample revealed tensile weakness in the vicinity of the hole. Microscopic inspection of the damage revealed sharply defined granular edges. The damage lined up with the distal end of the luer hub stem, which was visible through the hole. These sample characteristics were typical of damage caused by clamping adjacent to the crimp collar, outside of the ¿clamp here¿ region of the over-sleeve. This causes the soft silicone catheter material to be pinched between the harder material of the clamp and the luer hub stem, causing catheter damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter had a tear at the cone. The catheter was repaired in analgosedation.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter had a tear at the cone. The catheter was repaired in analgosedation.